Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while on subcuticular closure, sutures broke when trying to secure the suture into place during initial placement. It was noted that the suture was breaking at the loop. They opened a new package to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened sample noted two needles and two sutures, each suture attached to one needle. The sutures were returned with the loop opened. Under microscopic inspection, material transfer was observed at the weld site. Four opened foil pouches and two retainers were received. Visual inspection and functional testing of the eleven sealed products confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.